Event description:
This case was initially received via regulatory authority (reference number: mw5076547) on 01-may-2018. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, oral contraceptive nos, solpadeine (tylenol 1) and vitamin b12 nos. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), asthenia ("weakness"), feeling abnormal ("brain fog"), anaemia ("anaemia"), arthralgia ("joint pain"), abdominal distension ("bloating"), menorrhagia ("heavy period lasting 15 days") and memory impairment ("forgetfulness"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, genital haemorrhage, asthenia, feeling abnormal, anaemia, arthralgia, abdominal distension, menorrhagia and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, anaemia, arthralgia, asthenia, feeling abnormal, genital haemorrhage, memory impairment, menorrhagia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: essure removal done added. Case upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.